Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after inserting the stylet into the lead, the stylet fractured the lead. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Event description:
Despite efforts the lead has not been returned and information was not obtained regarding the lead return.

Manufacturer narrative:
The complete lead was returned and it was noted that the lead conductor coli and insulation were stretched and the lead was curled. This is indicative if a lead having been pulled with force. The lead passed continuity testing. The stylet was bent and curved in multiple places, thus it was likely that this was the contributing factor to the damage of the lead.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after inserting the stylet into the lead, the stylet fractured the lead. A new lead was used. This lead was returned. No adverse patient effects were reported.